Event description:
It was reported that a balloon burst occurred. The 70% stenosed target lesion was located in the very calcified left anterior descending artery (lad). A 10 mm x 2.50 mm wolverine coronary cutting balloon monorail was used to treat an in stent restenosis, and on the third inflation at 12 atmospheres, the balloon burst. The in-stent restenosis was not related to a bsc product. The device was removed in one piece and the procedure was completed with a different device. There were no patient complications reported in relation to this event.